Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack, fluoro functions board, and the fuses were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse reported the fuse and filament driver board prevented the system from booting up. There was no pt injury or death reported.